Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2021-02445 for a similar event reported from the same customer.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.